Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21aug2019. Technical support provided support remotely to the customer. Technical support provided parts identification for the power switch overlay to the customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the unit logged an (1105) error code; alarm light emitting diode (led) failure. The customer reported that it was unknown if the issue was discovered in clinical setting, however, there was no patient or user harm.